Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after pre-dilatation, a xience v device did not cross the non tortuous and mildly calcified lesion in the mid circumflex coronary artery for this patient and during the advancement, the xience v proximal hypotube shaft separated. The xience v stent delivery system (sds) was removed without intervention or difficulty and another xience v stent of a different size was implanted successfully. There was no interaction of devices. No patient effects. There was no reported clinically significant delay in the procedure. No additional information was provided.